Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1151 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was unable to be inserted into the strain relief. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a groshong nxt connector is inconclusive due to the state of the returned sample. One plastic guidewire hoop was returned for evaluation. An initial visual observation showed the guidewire hoop was empty and no usage residue was found on the returned sample. No other kit components were returned for evaluation. Because only an empty guidewire hoop was returned for evaluation, it was not possible to confirm or find the root cause(s) of the alleged difficulty assembling a groshong nxt connector. Therefore, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing was unable to be inserted into the strain relief. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.